Event description:
It was reported by service report that the plug was broken and the bed functions were not working. It is unk if there was pt involvement or if there were adverse consequences to report.